Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an 1239-100 locking knob, insertion guide, 1235-100 insertion guide, low profile, and an 0837-000 impactor pad would not thread in properly during a case. To troubleshoot, they used a ball hex driver to help further cross-thread the guides, and the case was completed successfully. This was discovered during an orif tibia procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpackaged 1235-100 batch/lot number 212431a was received for evaluation. The device was received with the 1239-100 batch 212012 attached. Upon visual evaluation, heavy signs of wear were observed on the device. The laser marks are faded, with discoloration spots all around. The threads are completely damaged with nicks and bends. Scratches marks around the connector was also noted. Functional testing was performed by using the returned mating part 0837 batch 212459 it was found not issues. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Devices become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear.